Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Event date is unknown.

Event description:
Related manufacturer report number: 3006705815-2021-02099. It was reported that the patient lost therapy due to ipgs being inoperable. Reportedly, patient went over 6 months without charging the ipgs. As a result, the ipgs became inoperable. In turn, both of the patient¿s ipgs were explanted and replace. Effective therapy was established post-operative.